Manufacturer narrative:
The insulin pump was received with intermittent button response due to act, esc, up arrow, down arrow, and bolus buttons are flat button dome. Connector was inspected and locked on lcd board. The insulin pump was received with cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were hard to press. It was also found the up, down and act buttons were becoming unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.